Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has two leads implanted with the same lot number. It was reported the pt is experiencing pain at her lead anchor site when stimulation is on and also shocking and cramping in her low lumbar area. An sjm rep met with the pt and lead diagnostics showed multiple low impedances. The pt is requesting her scs system to be removed. Surgical intervention is pending to address the issue.